Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician attempted to position the was in the laa but was not able to, so they switched to a watchman trusteer access system. The new was was positioned in the laa and the wds was then inserted. The closure device was deployed and recaptured multiple times but could not be positioned properly. A new deployment angle was then attempted, and the closure device was deployed in the laa. One of the transesophageal echocardiogram (tee) imaging angles did not show the device meeting release criteria, but the physician decided the benefits of leaving the device were better. The closure device was released and successfully implanted in the laa of the patient. There were no complications that occurred during the procedure. Two days post procedure it was discovered that the closure device had embolized to the descending aorta of the patient. The patient underwent a percutaneous procedure where the closure device was successfully retrieved and removed. There were no complications that resulted from this event and the patient was planned to be discharged. It was further reported that post procedure the patient was experiencing leg soreness. At this time, it was discovered that the closure device had embolized. The patient had the retrieval procedure two days later and was discharged from the hospital one day after.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician attempted to position the was in the laa but was not able to, so they switched to a watchman trusteer access system. The new was positioned in the laa and the wds was then inserted. The closure device was deployed and recaptured multiple times but could not be positioned properly. A new deployment angle was then attempted, and the closure device was deployed in the laa. One of the transesophageal echocardiogram (tee) imaging angles did not show the device meeting release criteria, but the physician decided the benefits of leaving the device were better. The closure device was released and successfully implanted in the laa of the patient. There were no complications that occurred during the procedure. Two days post procedure it was discovered that the closure device had embolized to the descending aorta of the patient. The patient underwent a percutaneous procedure where the closure device was successfully retrieved and removed. There were no complications that resulted from this event and the patient was planned to be discharged.